Manufacturer narrative:
Initial reporter address: (B)(6). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a one-link needle-free IV connector leaked. The leaked was observed from ¿the seam or crack in the cap¿. The event occurred during while connected to a pediatric patient. There was no report of patient injury or medical intervention associated with this event. No additional information is available.